Event description:
On (B)(6) 2013, it was reported that high impedance was observed. This was the second occurrence of this issue, with the first being found (B)(6) 2013. X-rays have been taken. The earlier finding of high impedance was not reported to the manufacturer. The patient is doing well despite the high impedance. No indication that the device was disabled was found; however, the recommendation to disable the device was discussed. There has been no change in seizure activity. The x-ray images were sent to the manufacturer for review. Generator placement appeared normal. The lead pin could not be confirmed as fully inserted and the connect pin could not be visualized past the connector block. The feedthru wires are intact and the lead pin wires are intact at the connector pin. Lead is present behind the generator and is seen routing up towards the electrodes. The electrodes appear to be aligned properly. A strain relief bend is present but does not appear per labeling. There is no strain relief loop present. One tie-down is visible and is placed per labeling there is not second tie down to secure the loop. There do not appear to be any gross fractures, discontinuities, or sharp angles. Based on the x-rays received, the cause for the reported events cannot be determined. There was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. There was no recorded trauma or manipulation reported. The patient's vns generator was replaced on (B)(6) 2013. During surgery, high impedance was still seen, so the patient was scheduled for a lead replacement surgery. It has not been confirmed if this surgery occurred. No other information has been provided.

Manufacturer narrative:
Manufacturer reviewed x-rays. Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Review of x-rays found no clear lead discontinuities. Device failure is suspected, but did not cause or contribute to a death or serious injury.